Event description:
It was reported that during an unk procedure, there was no staple after the device fired ten staples. Another like device was used.there was no pt consequence.

Manufacturer narrative:
Date sent: 06/04/2008. The analysis results showed that one ems instrument was received with the staple misaligned due to an insufficient cartridge weld. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition info is trended on a regular basis to determine if further investigation is warranted. A batch history record review was performed and no anomalies were found during the mfg process.